Event description:
It was reported that the external pulse generator (epg) shut off while connected to a patient and the patient went asystole. The epg was replaced and a paced rhythm was observed. It was noted that prior to the epg shutting off, the nurse had changed the battery and performed a routine device check and no issues were noted. The epg had stopped without any warning. The generator was returned for service. Follow-up determined that no further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found with the main printed circuit board (pcb), battery flex or heart lead flex. It was noted that the upper and lower cases were broken. The main pcb, battery flex and heart lead flex were replaced as a preventative.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.